Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.

Event description:
New information received notes the ICD was explanted and replaced. The patient condition was unknown.